Manufacturer narrative:
Results: the cat8 was fractured distal to the hub. Conclusions: evaluation of the returned cat8 revealed a fracture near the hub. If the device is forcefully manipulated at extreme angles during use, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary arteries using an indigo system aspiration catheter 8 (cat8), penumbra engine (engine), penumbra engine canister (canister), non-penumbra adapter. It was reported that the patient had a pulmonary embolism with significant right ventricular strain. During the procedure, while aspirating in the right pulmonary artery using the cat8, the physician noticed that the cat8 was aspirating a lot of air with minimal blood. The system was then checked for air leaks. The adapter was tightened, the lid on the canister was tightened, and the canister was properly seated on the engine. The placement of the cat8 was not occlusive, and blood was visualized to be leaking out from the junction between the hub of the cat8 and the cat8 itself. Subsequently, a tegaderm was placed over the area of the leak, and the physician continued aspiration using the cat8 until a staff member came into the room with another cat8. The procedure was completed using another cat8. There was no report of an adverse effect to the patient.